Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has been lost to follow up, therefore, recipient status will not be provided. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will not be reimplanted. The recipient has been lost to follow up. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the patient's device was explanted due to non-use secondary to recipient anxiety and psychological issues. The patient's device was explanted. The device will not return for analysis.